Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported a concern with sterilizing the epen sagittal saw attachment. The lock unit on the saw blade coupling cannot remain open during steam sterilization and is suspected of being unsterile.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.